Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, a load set test, and a review of the alarm log were performed. Load set functional testing and the review of the alarm log identified that the device had presented an insert slide clamp alarm, verifying the reported condition. Visual inspection identified that the slide clamp sensor was dirty. The cause of the insert slide clamp alarm condition was determined to be the dirty slide clamp sensor. To correct the condition, the slide clamp sensor was cleaned. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced unspecified problems with the clamp. There was no patient involvement reported. No additional information is available.